Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure during the upgrade process. A field service engineer was brought in to assist with the upgrade and address the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported that the pyxis anesthesia es system was non-operational for the entire day. The customer reported that there was a lack of access to medication. There were no adverse events or injuries reported based on this incident.